Event description:
It was reported that an ilet pump was dropped, the connect adapter broke off and was removed by the user, after which the pump would not rewind and repeatedly displayed alert 42 indicating a motor current sense failure; a replacement pump was arranged and the user continued insulin therapy with subcutaneous insulin pens. Symptoms included hyperglycemia without reported clinical symptoms. Outcomes included self-management with manual insulin injections and no medical intervention or assistance. Investigation included troubleshooting and user education by customer care and collection of device history through return logistics. Investigation of this device revealed a malfunction consistent with an insulin delivery motor current sensing failure localized to the pump assembly, with repeat restart alerts preventing normal operation. It was concluded that the cause was a device malfunction consistent with hardware failure of the motor current sensing function.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.